Event description:
There was an rv lead revision done because the physician had gone in to reposition the ra lead due to dislodgement and this rv lead became dislodged. This lead was successfully repositioned and remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.